Event description:
Baxter (B)(4) technical services reported a colleague infusion pump with the reported condition of "not charging-still on after overnight charging". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was not confirmed nor reproduced. As a result the root cause was not identified. No further action was taken to fix the reported problem since it was not identified. A service history review revealed that no previous service history exits as this is a new device. A device history review was performed and no abnormality was observed in the manufacturing of this device. This device is a colleague pump with a user interface module software version of 7.01.00.